Event description:
It was reported the video system center had no image. The issue occurred during preparation for use for the therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: scope communication error code (e226); dust found inside the equipment; and receptacle pins found heavily rusted. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image and error code e226. The issue occurred during preparation for use for the therapeutic lap cholesystectomy procedure. The procedure was completed using a similar device with no reported delays, and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to field: h6. Correction on fields: b5 (updated since e226 was inadvertently omitted in the previous report), h4, h6 (medical device problem code - communication or transmission problem added). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, scope communication error e226 and no image events were confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that both events (the e226 scope communication error and no image) occurred due to a defective receiver module and a defective transmitter-receiver module. Additionally, rust on the receptacle terminal contributed to the no image issue. Olympus will continue to monitor field performance for this device.